Event description:
[Redacted date] event 1 model: 2r8546, lot: unknown. Situation: continued issues regarding leaking baxter tubing. Background: baxter tubing known to be leaking at various y-site ports. Assessment: this author was performing daily cl audits and noted the baxter tubing was leaking at the y-site of the tpn infusion despite green alcohol cap being in place. Y-site port marked with tape and nnicu provider notified to place clear fluid order. Tubing to be changed per nnicu protocol once fluids arrive to unit. Tubing to be saved and given to apsm. Lot number unknown. Recommendation: continue to work with baxter on solution [redacted date] event 2 model: 2r8546, lot: unknown. Situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was performing daily central line audits and noted a y-site port of the baxter tubing running tpn leaking despite green alcohol cap being in place. Y-site marked with tape to indicate where leak was. Orders to be placed to hang clear fluids to replace leaking tubing, which bedside rn will do per nnicu protocol once fluids arrive. Lot number unknown. Tubing will be saved and given to apsm. Recommendation: continue to work with baxter on solution to avoid depriving infants of necessary nutrition. (Sent to [redacted name] and materials to facilitate the return. [Redacted name] replied with baxter complaint reference 5158019. [Redacted date] sample retrieved. [Redacted date] [redacted name] emailed to provide shipping box.) [Redacted date] event 3 model: 2r8546, lot: r23j03055, expiration: [redacted date]. "Situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was performing daily cl audits and noted the baxter tubing was leaking at y-site of lipid tubing despite green alcohol cap being in place. Y-site marked with tape. Team to order clear fluids and tubing to be changed per nnicu policy. Tubing to be saved and delivered to apsm. Lot number unknown. Recommendation: continued collaboration with baxter." ([Redacted date] sample retrieved. [Redacted date] letter sent to [redacted name] [redacted date] baxter reference # 5158019. [Redacted date] mailed on ups trk# [redacted number].) [Redacted date] event 4 model: 2r8546, lot: unknown. Tpn found leaking. Tubing with crack at y-site. ([Redacted date] sample picked. [Redacted date] emailed [redacted date].) [Redacted date] event 5 model: 2r8546, lot: unknown. IV baxter tubing found to not have roller on roller clamp. ([Redacted date] sample picked. [Redacted date] emailed [redacted name]) [redacted date] event 6 model: 2r8546, lot: unknown. Ongoing issues with leaking baxter tubing. This author noted y-site port leaking despite green alcohol cap being in place. Y-site marked with tape, tubing to be given to apsm after new fluids arrive and tubing is changed per nnicu protocol. (Iinitiated retrieval for return to baxter. [Redacted date] sample picked. [Redacted date] emailed [redacted name]. [Redacted date] mailed on ups trk# [redacted number]) [redacted date] event 7 model: 2r8546, lot: unknown. Ongoing issues with leaking baxter tubing. This author was performing cl audits and noted y-site leaking from tpn despite having green alcohol cap in place. Leaking y-site marked with tape. Lot number of tubing unknown. Clear fluids to be ordered and tubing to change per nnicu protocol. Faulty tubing to be saved and given to apsms. ([Redacted date] sample picked. [Redacted date] emailed [redacted name]. [Redacted date] mailed on ups trk# [redacted number]) manufacturer response for IV tubing, IV tubing (per site reporter) ongoing issue.